Event description:
By design the system does not disinfect the ro input water circuit. This results in excessive cfu's in the system. The MFR does not address the problem in their manual, and will not authorize changes necessary to correct the problem, even though they agree the changes rptr has suggested will solve the problem.